Event description:
It was reported that the ventricular chamber has noise recorded in the carelink tracing and that the unipolar impedance is in the 200s ohm range. The ventricular chamber is programmed to unipolar mode. The system remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.